Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event occurred on an unspecified date and involved a pca 7.01 w/ mednet. The customer reported that the pca pump shut off and was not able to be turned back on even after the key was used. The customer stated that the pump will turn off randomly, and cannot be turned back on while on battery power, regardless of how charged the battery is, and that when they previously tested the battery, they found no errors with it. The customer further stated that the problem only occurs on battery power. There was patient involvement, no harm and no delay of therapy.

Manufacturer narrative:
The device was received for evaluation; the device arrived with complaint of pump turning off on battery power ad not turning back on. Turned on device to perform self-test and device alarmed no battery installed. Replaced battery. Device now functions normally. Probable cause is battery.